Manufacturer narrative:
(B)(4). This report includes relevant information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The international customer reported that, following an unknown procedure, it was discovered that the sleeve covering of the common bile duct exploration device was accidentally left inside the patient. The customer confirmed that there was no malfunction of the device. Additional information has been requested regarding the incident, but none has yet been provided. The product is reportedly not available for return and evaluation.

Manufacturer narrative:
Additional information regarding the incident was received from the customer. A cholangiogram and laparoscopic cholecystectomy were the original procedures done. Approximately 1 week later, the patient complained of lower abdominal pain. A computed tomography (CT) scan was done where the piece was seen, and the physician promptly removed it. Investigation ¿ evaluation: a review of the drawing, instructions for use (IFU), manufacturing instructions, and quality control was conducted during the investigation. Clinical assessment: the device will not be returned for evaluation. There is no alleged malfunction or device failure. There is no information regarding any procedural difficulties that may have contributed to this event. Based on current information, it is feasible to suggest the cause of this event is medical procedure related. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. Manufacturing and quality instructions for this product were reviewed and no notable gaps in production or processing controls have been noted. There is no evidence to suggest the product was not made to specifications. Per the end user, there is no implied failure on the part of the manufacturer's device. The lot number of the device is not known; accordingly, a review of the device history record and complaint lot search could not be conducted. Based on the findings of this investigation, use error is the contributing root cause of this failure. The IFU is one of the risk controls in place to mitigate the risk of this type of failure. Since the c-atb5-35-40-8-4.0-cdes, balloon catheter from the c-cdes-100, common bile duct exploration set having an unknown lot number will not be returned for our examination, this complaint has been confirmed based solely on the customer's testimony. We will continue to monitor for similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.